Manufacturer narrative:
The meter and strips have been requested for investigation. The meter was received for investigation. The test strips were not returned. The returned meter was provided for investigation where it was tested using retention strips and a high-level control sample. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On(B)(6)2023 the patient tested on the meter and got a result of > 8.0 inr at 1:11 p.m. The patient tested at 1:23 p.m. With another result of > 8.0 inr. The patient went to urgent care for additional testing. The laboratory result at 5:00 p.m. Was 6 "something" inr. The patient did not know the exact result. The patient tested over the phone and obtained another result of > 8.0 inr at an unknown time. The patient's warfarin dose was held on (B)(6)2023 based on the laboratory result. The patient's therapeutic range was 2.0-3.0 inr and the interval of testing is every 2-3 weeks.